Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery dropped from 15% to 5% after being connected to a power source. Following the battery drop the customer was having difficulty charging the pump. Customer reported blood glucose level was 210 (mg/dl). Reportedly the customer wishes to continue to use the pump for insulin therapy and stated they would monitor the battery gauge.